Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The marksman catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a, conclusion: based on the analysis findings, the pipeline flex was not confirmed to have resistance as no defect was found with pushwire. In addition, the marksman catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. In addition, based on the analysis findings, the pipeline flex was not confirmed to have failure open at proximal as the distal and proximal ends of pipeline flex braid were fully opened and damaged. However, the root cause for damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline didn't open normally. The patient was undergoing surgery for treatment of a saccular, unruptured c7 aneurysm with a max diameter of 3.3mm and a 2.8mm neck diameter. The landing zone was 3.7mm distally and 3.8mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed slowed down blood flow. It was reported that after the stent microcatheter was in place, ped-375-16 was selected for implantation. After sufficient hydration, ped-375-16 was delivered to the stent catheter. During the operation, the proximal end of the dense mesh could not be opened normally, the adhesion was poor, and the deployed resistance was large; the dense mesh was recovered and re-deployed, greater resistance appeared, and the opening problem was not resolved. In order to ensure the safety of the patient and not dare to continue the risky operation, the dense mesh was recovered, it was withdrawn as a whole, and it was replaced with the ped-375-18 model. The surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received reporting resistance was at the proximal end of the stent. Resistance occurred at the proximal end of the stent and distal end of the catheter. There was no damage to the pipeline pushwire or catheter observed. The proximal small part was in a vessel bend. The physician tried retrieving and re-deploying, no improvement.